Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 1 failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was not detected. A field service engineer (fse) swapped the drawer with a test station. The fse configured pockets in the hardware test application (hta) to resolve the issue. Configuration was completed in the application. After the customer loaded the medications, the hta was successfully tested, the fse rebooted the system, and the customer completed the inventory process. The system functioned as intended after the issue was resolved.